Event description:
It was reported that after completion of case the scrub technician was cleaning the equipment/instruments/supplies room and noted upon removing the fluid warmer drape that fluid had leaked out of the drape and into the warming unit. No patient injury, infection or complications were reported.